Event description:
The pt's spouse found pt passed out. Spouse used the suspect device to check pt's blood glucose and obtained a result of 192 mg/dl. Spouse could not awake pt and called a family member. Family member, a nurse, came over and performed a second test using the suspect device and the reading was 210 mg/dl. They then called an ambulance. When the emergency medical technicians arrived they tested pt's glucose on their equipment and the level was 28 mg/dl. Pt was treated with an IV and given one ampule of d50. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.